Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up after patient alert, interrogation revealed a drop in atrial lead impedance and oversensing. Lead damage was suspected and the lead was reprogrammed. The patient is in good condition.